Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 10mm x 20cm interlock¿-35 was selected for an embolization of the hypogastric artery. During the procedure, the coil was unable to advanced through a 5fr non-bsc guide catheter. The 5fr non-bsc guide catheter was retracted and it was noted that the coil came off inside of the catheter. The 5fr non-bsc guide catheter was removed together with the coil as a unit. It was noted that part of the coil was protruding from the catheter's tip upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.